Event description:
It was reported following a left femoral artery puncture and advancing a catheter in a retrograde fashion over the bifurcation and into the right leg, an angioplasty of the right lower leg was performed. Post procedure, the left common femoral access with an 8f sheath appeared to be a smaller sized femoral artery at or near the bifurcation of the superficial femoral artery (sfa) and profunda femoris artery. The decision was made to seal the arteriotomy with an 8f angio-seal due to the patient's dementia. Hemostasis was achieved. Two weeks later, the patient experienced left lower leg pain with no palpable pulses. An arterial doppler exam revealed a vessel occlusion. A CT angiogram confirmed the common femoral artery occlusion with reconstitution of the popliteal artery and irregularities in blood flow in the sfa. Under general anesthesia, an exploration of the left femoral artery, fem-pop bypass and subcutaneous faciotomy were performed. The operative report states that the femoral artery appeared to be occluded around an intense desmoplastic reaction and what appeared to be a collagen plug from a previous angiogram site. Above the puncture site, the vessel was irregular but soft and with a good pulse. The obstruction was removed, pulses were restored and the patient tolerated the procedure well. The patient received heparin, protamine, and 10 units of platelets during the procedure.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively. Determined. The angio-seal instruction for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU states that if collagen deposition into the artery at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The IFU instructs the user once a full rear lock position has been achieved, and the device is being deployed, to not re-insert the device. Re-insertion of the device after partial deployment could cause collagen to be deposited in the artery. The IFU also states failure to maintain tension on the suture while advancing the collagen could cause the collagen to enter the artery. The IFU states if patient's have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in patient arteries > 5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site.